Event description:
Pharmacy reported the unit overfilled by 10-11%. The solution in question was sodium chloride 4meq concentration vial described by pharmacist as being 23.40%. He stated the technician saw the unit overfill the programmed amount was higher than the final delivery in the total delivered screen. This occurred on the first run of the day. The pharmacy attempted several times with the same results. No pt involvement. Three bags were compounded with the same result. The bags were saved by the pharmacy and were not dispensed.